Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a patient notifier for non sustained lead noise due to post-paced t-wave oversensing on the near field channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.